Manufacturer narrative:
Device evaluated by MFR: a 20 x 4.00mm promus elite stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent identified stent damage. Stent struts in the proximal region were lifted from the crimped stent position and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified no issues. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, the package of a 20 x 4.00 promus elite mr stent was opened, and stent strut damage was observed. It was noted that there was no attempt to implant the device, there were issues present upon opening the package, but the packaging was not damaged. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event. It was later reported that the cause of the strut damage was likely due to either the struts were already initially damaged or something occurred during the removal of the stent from the hoop, but nothing strange was noticed during the removal. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. During preparation of a percutaneous coronary intervention (pci) and while outside the patient, the package of a 20 x 4.00 promus elite mr stent was opened, and stent strut damage was observed. It was noted that there was no attempt to implant the device, there were issues present upon opening the package, but the packaging was not damaged. The procedure was successfully completed with another of the same device. No patient complications resulted in relation to this event.